Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform the displacement test and could not verify excessive no delivery alarm.

Event description:
The customer reported via phone call that they received a motor error alarm and no delivery alarms. The customer's blood glucose was 378 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.